Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the nurse prepared the cap by inserting a device through the rx biopsy cap, the foam sponge inside the rx biopsy cap dislodged and was pushed into the working channel of the scope. The case was completed with another rx locking device and biopsy cap and another scope. The scope was sent to the manufacturer for removal of the sponge. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.